Event description:
It was reported that the device was in use for infusion of tpn. The reporter stated the device gave an alarm for occlusion. The reporter stated the patient continued infusion with their backup pump. No adverse effects reported.